Manufacturer narrative:
Additional information was received that xrays were taken and device migration was suspected. It was confirmed that only one of the leads was repositioned during the revision procedure. The patient is doing well postoperatively.

Event description:
A report was received that the patient experienced uncomfortable sensation while the stimulation was in use. The patient underwent a revision procedure in which the physician repositioned the leads.

Manufacturer narrative:
Additional suspect medical device component involved in the event: brand name: linear 3-6, upn: (B)(4), model: sc-2366-50, serial: unknown, batch: unknown.

Event description:
A report was received that the patient experienced uncomfortable sensation while the stimulation was in use. The patient underwent a revision procedure in which the physician repositioned the leads.